Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset, the user went to bed with hyperglycemia and the ilet delivered insulin that was perceived as overcorrection, followed by nocturnal hypoglycemia to 40 mg/dl lasting about two hours; troubleshooting and education were provided regarding the ilet learning period. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose in the form of three juice boxes, with recovery and no medical intervention. Investigation included complaint assessment and user education. Investigation of this case revealed that the cause of both the hyperglycemia and subsequent hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that continued observation during the learning phase was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.